Event description:
It was reported that the ventilator failed pre-use check. Moreover, the ventilator's nozzle units were found defective. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-s - corrected brand name: servo-s base unit d4 ¿ version or model #: - previous version or model #: servo-s - corrected version or model #: 6640440. The field date of event was also corrected, as information from provided device logs showed that the event happened earlier. Previous date of event: (B)(6) 2024 - corrected date of event: (B)(6) 2016. Our field service engineer investigated the unit on-site and confirmed the issue. During this investigation, it was found that the issue was intermittent, as the o2 cell/sensor test both failed and passed the puc. To address the issue, the o2 sensor was replaced, but this did not resolve the problem. Both nozzle units within the gas modules were also replaced, and after performing the puc 20 times, with all tests passing, the issue seemed to be resolved, and the device was returned to the customer for clinical use. The provided device logs confirm the reported issue. One of the replaced nozzle units was returned for further investigation, while the other one was damaged during the maintenance. Visual inspection of the returned parts revealed no abnormalities. Simulated use testing of the nozzle unit passed several pucs. After passing, ventilation was performed successfully for three days without generating any alarms or errors. After ventilation, multiple pucs were performed, and all of them passed. Upon applying mechanical force to the feather spring of the nozzle unit, no abnormalities were found. The nozzle unit comprises a membrane, a mouthpiece, and a feather spring. It is used for regulating the gas flow through the gas module. The membrane in the nozzle unit is pressed against the mouthpiece with the feather spring to regulate the gas flow through the gas module. A faulty nozzle unit may lead to a stop in ventilation, low o2, or high pressure. Our conclusion is that the replaced nozzle unit was the cause of the failure. Despite this, the reported issue could not be reproduced; hence, a definite root cause cannot be established.